Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31419696l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf catheter and the patient experienced cardiac tamponade that required pericardiocentesis. While isolating the left pulmonary vein, pericardial effusion was confirmed and drainage was performed. After the drainage the pvi (pulmonary vein isolation) was completed but the blood pressure dropped again so drainage was performed again after removing the catheters. The patient was transferred to the intensive care unit (ICU). Atrial septal puncture was performed by rf needle. Ablation was performed prior to confirming the pericardial effusion. No steam pop. No abnormalities observed prior to or during use of the product. Additional information was received. Patient improved. The patient left ICU on 25-oct-2024. The physician¿s opinion on the cause of the adverse event was patient condition. The patient's anatomy was distinctive, that might have been relevant.